Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button was not functional. The cause of the non-functional response button is a damaged trace. The root cause of the damaged trace could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not able to activate the device.